Event description:
It was reported the patient presented in clinic after initial procedure. During interrogation, it was discovered the atrial lead was not sensing atrial activity, had low pacing impedance, and was capturing the right ventricle. X-ray confirmed the atrial lead had dislodged. The atrial lead was successfully repositioned on (B)(6) 2022. The patient was in stable condition.